Event description:
It was reported that the patient received 3 shocks due to noise. The lead was replaced. It was further reported that there was sensing difficulty. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other: trueimaximo dr implantable pacemaker/cardio/defib. It was reported that the patient received 3 shocks due to noise. The lead was replaced. It was further reported that there was sensing difficulty. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications, sensitivity.